Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was continued when the issue happened. The user had to delete old images to expose. And the procedure was completed as planned. The philips remote service engineer (rse) connected with customer and confirmed that exposure due to storage space was insufficient. Rse instructed user to delete old images to continue procedure, but issue is not resolved. On onsite visit fse performed image recreation still space low error persists. Fse suspected that the issue caused by a defective ip-pc. The cause of the system failure could determine by the supplier's part analysis and the main failed component of the ip pc. To resolve the issue, the fse replaced the ip pc. After ip-pc replacement and software reinstallation, the system returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system could not perform exposure due to storage space was insufficient. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.